Event description:
The customer reported that the patient was undergoing a therapeutic plasma exchange (tpe)procedure and she had a cardiac event that lead to her expiration after the rinseback was completed. The patient had a seizure-like activity. She had a normal heart rhythm, o2 stats were 100%,then her blood pressure dropped and her heart rate elevated. Atrial fibrillation occurred and the physician decided to do cardioversion. She went into asystole after the cardioversion and they called a code. CPR was given in attempt to resuscitate the patient, but the patient expired. Per the customer, the patient's incident is not related to the apheresis machine or the disposable apheresis set used during the procedure. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to patient death, although per current information there is no malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
Investigation: per the customer, the machine functioned normally with no alarms. The machine was checked out by a terumo bct service technician. There were no issues found during checkout that were related to this event and the machine was released for use. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history records (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A service call was placed for the optia machine following this incident. During the service call, the customer stated to the terumo bct service rep that the machine functioned normally with no alarms and that the procedure was completed with rinseback and patient disconnect with no intervention required. During machine checkout, the service rep found that the plasma column pressure sensor (pps)was out of calibration per manufacturer's specifications. The service rep calibrated the pps sensor per manufacturer's procedures and re-verified it to be within manufacturer's specifications. The pps is not used during tpe procedures. The service rep completed machine checkout per manufacturer's procedures with no other issues noted and released the equipment for use. Per the patient's discharge summary, the patient's cardiopulmonary failure was associated with the patient's disease state. Root cause: per the patient's physician, the root cause of the incident was the patient's disease state. The optia device operated as intended.